Manufacturer narrative:
Device evaluation summary: the reported motor failure was verified during service. Service technician found a 540t connection error. There were no additional failures found. The issue was resolved by reconnecting the 540t to the device. Post repair testing was performed per specifications. Update to h6: fdm, fdr and fdc codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported a motor failure. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that no error messages were displayed, and no damage was observed on the instrument. Additionally, there were no visual, audible, electrical, or performance abnormalities noted during this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.